Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a high/low alert tone from the cardiac resynchronization therapy defibrillator (crt-d). Follow up indicated the alert was for high right ventricular (rv) defibrillation lead impedance. The maximum lead alert value was increased and the impedance had returned to normal values. The device and lead remain in use. No patient complications have been reported as a result of this event.